Event description:
It was reported that the patient had to undergo an urethroplasty procedure leading to the existing artificial urinary sphincter (aus) being removed. A posterior surgical intervention was performed in which a new aus was implanted following the recovery of the patient. No additional information was reported.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with ams 800 procedures and is noted as such in the device instructions for use. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists tissue erosion as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had to undergo an urethroplasty procedure leading to the existing artificial urinary sphincter (aus) being removed. A posterior surgical intervention was performed in which a new aus was implanted following the recovery of the patient. No additional information was reported.